Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an equipment function check, it was observed that the universal battery charger device could not be powered on. According to the reporter, the power module device was confirmed to have been fully charged according to the indication of the power module. Then, the power module was inserted into the battery handpiece/modular device. However, the handpiece did not work stably (worked intermittently). It was reported that the device worked only one time after several attempts to get it started. It was further reported that the battery casing device for the universal battery charger became very hot and therefore, the function check process was stopped. The reporter stated that since the surgery was scheduled for the following day, the event did not affect the surgery. It was reported that the devices were not used in the scheduled surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.